Event description:
On (B)(6) 2012, the patient reported that he experienced blood glucose (bg) of 69mmol/l and was admitted to the hospital for treatment on (B)(6) 2012. The patient said that he was unconscious at the time of his admittance to the hospital. He reported that he was placed on intravenous insulin delivery until (B)(6) 2012 when he resumed insulin pump therapy while remaining hospitalized. At the time of the contact, the patient reported that his bg was 18.6mmol/l and he felt much better. The patient at first claimed that the cannula was broken and that the pump was not working; he was unable to describe a specific malfunction. He denied that the cannula was bent and repeated that he thought the cannula was broken. When the patient reviewed the pump with customer technical support he reported that the bolus history was accurate and the prime history indicated appropriate infusion set changes on (B)(6) 2012 and (B)(6) 2012 with accurate fill cannula steps. There were no relevant alarms in the history. The patient refused to complete an air bolus or prime the pump during trouble shooting. He said that he had already confirmed insulin drops coming from the tubing. The patient refused to provide additional clarification or details. During a follow up contact, the patient revealed that he has not had any further issues with the pump or infusion sets. He asserted that he no longer implicated an issue with the pump. According to the patient, the hospital staff discovered that the cartridge or the luer lock connection had leaked, and that the cartridge or luer lock might have been cracked. The cartridge in question was discarded and the patient was unable to identify a lot number. This complaint is being reported based on the following conclusion: the patient experienced a serious diabetic injury while using an animas pump for insulin delivery and there was an allegation that a cartridge crack and/or leak contributed to the event.

Manufacturer narrative:
The cartridge was discarded by the user prior to its return to animas for evaluation. The lot number of the cartridge is not known by the user of the device. No conclusions can be made at this time.